Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other incident reported for failure to adhere or bond from this lot. It should be noted that, per the intended use section of the mitraclip system IFU, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported user error is related to the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device and appears to have influenced the reported leaflet grasping - clip not implanted. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported leaflet grasping - clip not implanted appears to be related to the patient morphology/pathology. The reported tissue damage (chordal rupture) appears to be due to procedural circumstances. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip device (90219u179) referenced is filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure performed to treat tricuspid regurgitation (tr) a tr grade of 4. The clip delivery system (cds) (90219u179) was advanced; however, one of the gripper arms would not raise or lower. The clip was not implanted and was removed. Another clip (90208u153) was advanced, the gripper arms worked properly; however due to the anatomy, it was not possible to grasp the leaflet and a chordal rupture occurred. No clips were implanted, the procedure was aborted. Tr remained at 4. No additional information was provided.